Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels. Reportedly, the customer's bg levels were mainly in the lower 200's (mg/dl); however, during one occasion the customer's bg level was 330 mg/dl with some trace ketones. To address bg levels, the customer delivered correction boluses using the pump and insulin pen. During a system check with tandem technical support showed that the pump was performing as intended; however, the customer uses humalog insulin in the cartridge for 2-3 days. Recommendation was made to use humalog insulin in the cartridge for up to 48 hours per pump labeling instruction. Recommendation was made to consult with health care provider regarding diabetes management.